Manufacturer narrative:
Alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: overweight, curved opening, fold creases, brown particles in gel. A microscopic analysis was performed which identified: a sharp opening on anterior side in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.